Event description:
The distributor has notified mizuho osi that during use of the 5844-13 pad cover, a pt had an allergic reaction.

Manufacturer narrative:
We have requested add'l info from the distributor, and will advise upon receipt (12/5/2011).